Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed, and fluid was found to flow correctly through the device. Flow rate testing revealed that the device¿s flow rate was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to control the drip chamber of a vented paclitaxel set. This occurred during setup for gravity infusion. The reporter stated that the roller clamp was working properly. There was no patient involvement. No additional information is available.